Event description:
It was reported that the patient reported to the emergency room after receiving inappropriate hv therapy. Post paced t-wave oversensing on the ventricular channel was observed via real time egm. Programming changes were made. Chronic low r-wave sensing was also reported and the physician elected to revise the competitor rv lead. The ICD remains implanted. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.